Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came to the hospital for a cardiac surgery procedure and the device pacing mode was changed to voo per the doctor's request. The next day, the device was attempted to be reprogrammed to dddr and all dual chamber pacing modes were disabled. The other device parameters were unchanged before and after surgery. The device is still in use. No patient complications have been reported as a result of this event.